Event description:
A malfunction was reported due to a pump declaring an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove an obstruction from the speaker holes, clean them, and then reconnect the pump¿s cartridge. After following these steps and waiting additional time, the pump resumed normal operation. Technical support provided tips to prevent future altitude alarms, and the customer acknowledged the advice.